Manufacturer narrative:
(B)(4). Additional information received: dehiscence was diagnosed during surgical recovery: dehiscence has been seen on the staple line where ileal anastomosis had been made by stapling and suturing the enterotomy was sealed. There is no additional information available.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the indication for original procedure: mechanical ileocolic anastomosis in a colorectal procedures in open surgery. How was the dehiscence diagnosed: patient with characteristics of a postoperative complication. Pending clarification by the surgeon. How was the post-op peritonitis treated: creation of stoma 2 days after surgery. What was the rationale for re-operating two days later instead of immediately: don¿t know. Was the side of the leak identified in the creation of the common channel staple line or in the topping off of the anastomosis staple line: identified leakage due to dehiscence of the staple line ileoterminal. What is the current patient status: patient is still hospitalized.

Event description:
It was reported that during a digestive (mechanical ileocolic anastomosis) procedure, there was not any incident reported. Within hours of the procedure, there has been a dehiscence of the staples line at the terminal ileum, resulting in a postoperative peritonitis. The patient was re-operated two days after and placement of an ostomy pouch. One device was discarded.